Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the healthcare provider (hcp) stated patient was in the hospital as planned for monitoring, originally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who using an external neurostimulator (ens). It was reported that the patient had been in pain since the procedure. They were admitted to the hospital on the same day of the procedure because they were in so much pain, and they woke up in pain this morning. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.